Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 28 mg/dl because their insulin pump was missing. The customer was treated for the low blood glucose with tea and candy. The customer did not troubleshoot and did not send the product back for analysis.